Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called the intuitive surgical, inc. (Isi) technical support engineer (tse) and stated that they were having issues with universal surgical manipulator (usm) 2, and they had to disable usm 2. The tse reviewed the system logs and noted 23003 faults in the logs. The tse then noted that 23003 faults had been occurring on the usm for several weeks. The tse did recommend replacing the scope as a precaution. The customer was moving forward with the case at the time. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting disabling a universal surgical manipulator (usm), an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to resolve the reported problem. The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis (fa) has completed their investigation on the universal surgical manipulator (usm). Fa was not able to reproduce the reported complaint but could confirm the errors through the system logs. The unit was tested on an in-house system, passed normal mode, and did not trigger error 23003. During the visual inspection of the unit, fa found no issues on the unit or on the carriage. The unit went through more testing on a psc fixture test platform (pftp) and passed all tests.